Event description:
It was reported to boston scientific corporation that a sensor wire was opened on november 06, 2023. It was noted that the package seal was opened. There was no device issue reported. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of packaging seal compromised.